Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had blood at site issue. Customer's blood glucose was unknown mg/dl. The customer stated the site is not actively bleeding the customer stated that the blood is not visible on the sensor connector. The customer stated the site is comfortable. The customer was advised to monitor the site. The customer also reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. The current value is 179 mg/dl and sensor value is 84. The sensor glucose and blood glucose difference is not acceptable. The customer stated that the sensor has been in the skin for 10 hours. The customer was advised to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. The customer was advised to not calibrate on a sensor alert. The customer was advised that we will ship a replacement sensor.